Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that during an open rf ablation procedure, water leaked at the connection between the needle and the extension tube on the inflow tube. They used an extension (inflow) tube from a new kit to complete the procedure. No pt injury occurred. Initial eval of the incident sample found the needle insulation was damaged, exposing the bare needle.